Event description:
Boston scientific received information that during a routine follow-up it was noted that this left ventricular (lv) lead threshold was elevated. A chest x-ray revealed a dislodgement, but the lead remained in the sinus in a more proximal position. Lead pacing parameters were optimized. No medical intervention to date.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.